Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. It was reported that the patient used an expired sensor. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.